Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged door was verified during visual inspection. The cause of the condition was not determined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.